Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range measurements, ranging from 60 ohms up to 180 ohms. Disk analysis was performed and confirmed a steady increase in shock impedances over the past year. There was no stored episode of noise. Boston scientific technical services recommended further troubleshooting. Additionally, this rv lead was electrically deactivated, and a new lead was implanted. No additional adverse patient effects were reported.